Event description:
It was reported that the pump made the patient¿s worse and that he had a reaction to the medication. The pump was removed six months prior to the report date. The device system was used to deliver baclofen. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).